Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510k number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 80 ml of solution in the bladder. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the bladder. No signs of defect were noted from the sample. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that a seven-day infusor had no flow during patient use. The device was filled with ropivacaine hydrochloride hydrate and fentanyl citrate. There was patient involvement, but no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.